Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code for voltage too low for the projected remaining capacity. Boston scientific technical services (ts) discussed that the device is depleting prematurely which needs replacement. Also, the health care professional (hcp) will try to have the patient visit the clinic and send in the disk files for analysis. Additional information was obtained indicating that the fault code error was confirmed. The patient's ejection fraction (ef) had normalized since the device implant. After discussion with the patient, the decision was made to deactivate all tachy therapies. Moreover, there is no generator change that has been scheduled to date. This ICD remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.